Event description:
It was reported that there was an issue with pe204a - minop ang endoscope 30deg 180mm 2.7mm. According to the complaint description, the tip detached from handle and lodged in occipital horn of the right ventricle. This occurred during a ventricular endoscopy when the forceps had remained open and could not be closed. An additional medical intervention was necessary. The procedure was converted to a craniectomy and the broken part was withdrawn. The patient was then under surveillance in intensive care unit. The adverse event is filed under aag reference (B)(4). Involved components: ff438r - minop replacement part f/ff388r - lot, unknown; ff433r - minop outer tube for ff385r-ff389r - lot, unknown. Associated medwatch reports: (B)(4) (9610612-2022-00099) - ff432r - minop handle f/ff385r-ff389r.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
The adverse event is filed under aag reference (B)(4). Involved components: ff432r- minop handle f/ff385r-ff389r - 400551146. Pe204a - minop ang endoscope 30deg 180mm 2.7mm - 400551147. Ff433r - minop outer tube for ff385r-ff389r - 400551268.

Manufacturer narrative:
Upon review of the evaluation results, the complaint was re-assessed and determined to be an involved component (see b5). Investigation: visual investigation: 400551267 the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". We made a visual inspection of the product. We detected that the tip of the instrument ff438r was broken. We could not found any conspicuities on the fracture pattern. Furthermore the post market data are inconspicuous, we have only this case registered. We have no signs for a manufacturing or design related error. Therefore it could be possible that the tip was broken due to an overloading handling. 400551146 the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". The product ff432r is without any error. 400551268 the investigation was carried out visually and microscopically with the digital microscope vhx-5000 keyence (eq.-nr. 2000024840) and the digital-camera "panasonic dmc tz8". The product ff433r is without any error. 400551147 this product pe204a was not available. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results, a CAPA is not necessary.